Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82179058 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6 x 4 x 80 f5 powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured. The balloon was removed intact, and the procedure was completed with a non-cordis device. There was no reported patient injury. The maximum inflation pressure was six atmospheres. The device was stored, handled, and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop, or difficulty removing the protective balloon cover. There was no difficulty removing the stylet, or any of the sterile packaging components. A ge omnipaque contrast media was used with a 50/50 contrast to saline ratio. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The device will not be returned for analysis as it was discarded.

Manufacturer narrative:
As reported, the balloon of 6 x 4 x 80 f5 powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter (bc) ruptured. The balloon was removed intact and the procedure was completed with a non-cordis device. There was no reported patient injury. The maximum inflation pressure was six atmospheres. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. Non-cordis contrast media was used, with a 50/50 contrast to saline ratio. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The product was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 82179058 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, likely contributed to the events reported by the customer. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.